Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced altered mental status. In addition, noise was exhibited and oversensing was suspected with the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.